Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred with multiple infusion sets. The customer's blood glucose (bg) levels ranged between 250-350 mg/dl and a correction bolus was delivered to address the bg levels. A new infusion set was placed and insulin deliveries were resumed prior to contacting tandem technical support (cts). No additional occlusion alarms had occurred with the new infusion set and the customer's bg level decreased to target range. As the customer was not receiving an occlusion alarm when cts was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.